Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates the mid-section of the placed stent inside the vessel but a stent fracture could not be identified which leads to inconclusive evaluation result. System compatible introducer sheath and guidewire were used during deployment; the stent was released and positioned properly, and the vessel was not seriously calcified and not tortuous. The lesion was pre and post dilated, and the system was correctly held at the introducer sheath. Based on information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during the procedure; in particular the instruction for use states: 'remove slack from the delivery system catheter held outside the patient (...) Confirm that the introducer sheath is secure and will not move during deployment (...) Firmly hold the black system stability sheath throughout deployment', and 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.', and ''if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding accessories the instruction for use states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)'. Furtherly, the instruction for use states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post stent placement in superficial femoral artery via femoral artery, radiographic reexamination revealed that the stent was allegedly ruptured. It was further reported that the proximal end of the stent had re-occlusions. Reportedly, surgical management of the occlusion segment was performed, and another stent was inserted in the proximal occlusion segment. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that sometime post stent placement in superficial femoral artery via femoral artery, radiographic reexamination revealed that the stent was allegedly ruptured. It was further reported that the proximal end of the stent had re-occlusion. Reportedly, surgical management of the occlusion segment was performed, and another stent was inserted in the proximal occlusion segment. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates the mid-section of the placed stent inside the vessel but a stent fracture could not be identified which leads to inconclusive evaluation result. System compatible introducer sheath and guidewire were used during deployment; the stent was released and positioned properly, and the vessel was not seriously calcified and not tortuous. The lesion was pre and post dilated, and the system was correctly held at the introducer sheath. Based on information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during the procedure; in particular the instruction for use states: 'remove slack from the delivery system catheter held outside the patient (...) Confirm that the introducer sheath is secure and will not move during deployment (...) Firmly hold the black system stability sheath throughout deployment', and 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.', and ''if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding accessories the instruction for use states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)'. Furtherly, the instruction for use states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one year ten months and twenty-two days post stent placement in superficial femoral artery via femoral artery, radiographic reexamination revealed that the stent was allegedly ruptured. It was further reported that the proximal end of the stent had re-occlusions. Reportedly, surgical management of the occlusion segment was performed, and another stent was inserted in the proximal occlusion segment. The current status of the patient is unknown.